Event description:
It was reported that during insertion of a central venous catheter (cvc) via the right subclavian vein in the intensive care unit, the operating physician observed that the catheter advanced toward the internal jugular vein rather than toward the superior vena cava when introduced over the guidewire. It was further reported that the guidewire repeatedly navigated superiorly within the vasculature instead of advancing inferiorly. There were no reports of patient injury or adverse health consequences associated with this event. The patient's condition was reported as stable ("fine"). No additional medical intervention was required, aside from removal of the affected device. The procedure was subsequently completed successfully following replacement with another device.

Manufacturer narrative:
(B)(4).